Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of the pump being "locked" was confirmed as an f-96 alarm via the alarm log. The cause of the reported condition was due to damaged central processing unit board (cpu). No repairs were made. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump was "locked." There was no patient involvement. Additional information was requested and is not available.